Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, compromised immune resistance, immediate implantation, infection, pain, mobility ((B)(6) are same patient).